Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.812.003, lot: l220783 , manufacturing site: hägendorf , release to warehouse date: 21.february 2017 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: we¿ve received the t-pal applicator inner shaft back for investigation. The device shows signs of usage and the clamps at the forefront are bent. Functional test: afterwards, and without having all involved parts back, it¿s not possible to reproduce the complained issue. Dimensional inspection: the complaint condition could not be replicated with the returned device, therefore no dimensional inspection is required per selected investigation flow. Drawing/specification review: the complaint condition could not be replicated with the returned device, therefore no drawing/specification review is required per selected investigation flow . Summary: the complaint condition can be confirmed as the clamps at the forefront are bent. However, afterwards and without having all involved parts back, it¿s not possible to reproduce the complained issue or determine the exact cause of this complaint. Based on the bent clamps, we only can assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lumbar spinal canal stenosis via transforaminal lumbar interbody fusion (tlif) on l4/5 was performed on (B)(6) 2018. After the insertion of the transforaminal posterior atraumatic lumbar (tpal) spacer, the holder/inner shaft could not be detached from the tpal spacer. The surgeon used a hammer to remove the holder/inner shaft from the tpal spacer. The surgery was completed by using a pusher to position the tpal spacer to its accurate position. There was less than 30 minutes surgical delay reported. Patient outcome is unknown. This report is for a t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).